Manufacturer narrative:
Although the patient's exact age is unknown, she is (B)(6). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). A visual examination of the returned device revealed extensive bend and stretch damage, along with fracture of the core wire. The coils 3 to 4 cm from the distal tip were stretched to expose the distal aspect of the core wire fracture. The fracture region presents reduced cross-sectional area and angled fracture faces, suggesting tensile and torsional loading to fracture. The coils at the distal tip present some distortion consistent with torsional loading. The specimen also presents varied, random deposits of apparent organic material on and between coil wraps throughout the length of the specimen device. No other damage or inconsistencies are noted to the specimen this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The damage present at the distal tip, combined with the nature of the core wire fracture suggests the device came under constraint during the clinical application and was manipulated in some manner to free the device from the constraint condition. Taking into consideration the details of the complaint and product analysis this investigation will be assigned the most probable root cause classification of operational context.

Event description:
It was reported to boston scientific corporation that a gi guidewire was used during a jejunostomy tube placement on (B)(6) 2011. According to the complaint, during the procedure the wire stretched and was no longer in its normal shape while placing the jejunostomy tube. No pieces of the device detached. The procedure was completed with this device with no patient complications. The patient's condition has been described as "fine." Investigation results revealed on (B)(6) 2011 that the core wire was broke, making this a reportable event.